Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found damage along the entire length of the stent, with stent struts stretched distally past the distal markerband, and the stent moved proximally past the proximal markerband. The visible distal balloon cone was reviewed and no issues were noted. The balloon walls appeared tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcificied left circumflex artery. A 2.50x20mm promus element stent was advanced but failed cross the lesion. The device was removed and it was noted that the front end of the stent structs were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left circumflex artery. A 2.50x20mm promus element stent was advanced but failed cross the lesion. The device was removed and it was noted that the front end of the stent structs were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.